Event description:
A report was received that the pt underwent a pocket revision due to difficulty charging. The pt is heavy and the physician believed the pocket was too deep. The physician made the pocket thinner and the pt was able to successfully charge her ipg. The pt was reportedly doing well following the procedure.

Manufacturer narrative:
This is the final report.